Event description:
The doctor applied the clip and it sprung off in my (sales rep) presence. He then reapplied another clip and the clip held properly. There was no further issue during that case or after the case. The duct was particularly large. The clip was left in the patient cavity.